Event description:
Reportedly, after a dc cardioversion of the patient, the pacemaker involved in this MDR report could not be interrogated; in addition, absence of pacing and absence of magnet response were observed. The dc cardioversion pads were not placed over the device. The ventricular lead thresholds were found correct. However, both the pacemaker and the lead were replaced. The explanted pacemaker was returned for analysis.

Manufacturer narrative:
October 01, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.